Event description:
It was observed during the device inspection that the colonovideoscope exhibited foreign material inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8, d9, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. However, a probable cause of the malfunction would likely be due to leakage occurred from the scope cover therefore the device was not reprocessed properly. The event can be detected and prevented by following the instructions for use which state: gif-ez1500 operation manual chapter 3 preparation and inspection. Gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.